Event description:
New package opened, pressure tubing at vamp site separated while flushing with fluid.======================manufacturer response for pressure monitoring kit, pressure monitoring kit with vamp (per site reporter).======================at this time no response.